Event description:
It was reported that upon inserting the final screw, the ring spun. Plate and screws were removed and replaced. Patient outcome: no adverse effect reported as a result of this event.